Event description:
It was reported to covidien in 2009, that a customer has an issue with a ted stocking. The customer states that pt developed a deep tissue injury on one foot. Customer states pt had a small bruise on each metatarsal.

Manufacturer narrative:
Submit date: 03/27/2009. An investigation is currently underway. Upon completion, the results will be forwarded.